Manufacturer narrative:
Complaint confirmed. One unpacked ar-8610d-65 serial/batch number (B)(6) was received for investigation. Visual inspection found that the hex tip of the driver was broken off; it was noted to be twisted on the remaining part of the hex tip. No functional testing was performed due to the damage to the device. The reported condition is most likely caused by a use error caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Device manufactured date. 2017.

Event description:
It was reported that during a tibial tubercle transfer the surgeon drilled & countersunk appropriately. The surgeon began inputting the screw with a power tool and then then changed for the final tensioning to a screwdriver. During the tensioning the device broke off inside the screw. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.